Event description:
The patient's vns device was interrogated on (B)(6) 2013, and high impedance was observed. The device was disabled, and the patient is being referred to the surgeon for further evaluation. Surgeon will decide if x-rays are to be taken; no x-rays have been reported to have been taken to date. No patient manipulation or trauma was reported. Attempts have been made for additional information. No additional information has been provided.

Manufacturer narrative:
Device manufacturing records and programming history were reviewed.review of manufacturing records confirmed the device met all final testing specifications prior to distribution.device failure is suspected, but did not cause or contribute to a death or serious injury.